Manufacturer narrative:
The customer successfully cleared the error code from the device. Physio-control evaluated the customer's device and was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio- control to report that their device generated an error code which is associated with a failure of the device to deliver defibrillation energy. In this state the device would not be able to deliver defibrillation therapy if needed. There was no patient use reported with the event.